Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2015, patient was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, patient developed stoma site infection. Husband reported patient was treated with oral antibiotic bactrim ds 1 tab bid x 10 days.